Manufacturer narrative:
The customer declined repair by physio-control, as they have a third party service company. The device will not be returned to physio for eval. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device experienced an intermittent energy charge failure. There was no pt use associated with this incident.